Manufacturer narrative:
Concomitant medical products: product ID: 5076-58 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent non-capture and oversensing of p-waves. The leda was capped and replaced. No patient complications have been reported as a result of this event.